Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut down unintentionally. Analysis of the log file showed malfunctions related to the pdu (power distribution unit). Upon troubleshooting, the fse found that the system shut down without anyone pressing off on the review module. To resolve the issue, the fse replaced the pdu. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shutdown unintentionally which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.